Event description:
This event was reported as regurgitation, perivalvular leak, pulmonary hypertension and cardiac cachexia. No further info provided.

Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed eight intact sutures on the sewing ring which is consistent with the report of a two centimeter dehiscence noted clinically. No further inconsistencies were noted. This finding would account for the symptoms noted clinically except for the tricuspid regurgitation. As an added note, this valve did not exhibit any of the normal wear associated with this type of device implanted for this duration and was, in fact, in excellent condition. H6: 86=x-ray analysis.